Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported occlusion alarm. Upon troubleshooting it was confirmed that bloackage was located in the tubing. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.